Event description:
It was reported that 2 bd 30ga needles were involved with off-label use, having been used in intraocular injections. The following information was provided by the initial reporter: there were two incidents where puncturing the eye was not possible because the cannula was blunt.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 180312. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained from the manufacturing facility for evaluation. The retained samples were microscopically examined and all the cannulas were found to have a well-formed bevel, no blunt point, and no signs of needle damage. If the affected sample becomes available for this or future incidents, a more thorough investigation could be completed. During the assembly process, an in-line camera system inspects all product for signs of defect and automatically rejects any faulty product. Cannula point condition is tested every thirty minutes and a penetrability test is performed for each lot released. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. The cannula is the most critical and fragile point of the needle and can become damaged very easily. The needle should be inserted into the vial at a ninety-degree angle, the needle should not be manipulated within the vial, and the user should avoid recapping the syringe after drawing. These practices will help to prevent the risk of damage to the cannula point. Further action has not been determined necessary at this time.

Event description:
It was reported that 2 bd 30ga needles were involved with off-label use, having been used in intraocular injections. The following information was provided by the initial reporter: there were two incidents where puncturing the eye was not possible because the cannula was blunt.